Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the internal carotid artery with moderate calcification and moderate tortuosity. The 6-8 x 40 mm acculink self-expanding stent system (sess) was advanced on a barewire guide wire to the target lesion and the stent was attempted to be deployed; however, the stent was only able to be partially deployed and angiography revealed that the delivery sheath was noted to be bent. Therefore, the sess was removed from the patient. Another same size acculink stent was used to continue the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported deformation due to compressive stress were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported/noted sheath kink and the noted shaft bend resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted activation/deployment failure/noted premature activation and the noted mechanical jam. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.